Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit did not alarm with low battery. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact details: (B)(6). A getinge field service engineer (fse) evaluated the unit and tested for battery life and low battery alarm but was not able to reproduce the reported failure. Fse swapped both batteries due to age. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a